Event description:
It was reported, that: the patient underwent a left hip procedure on (B)(6) 2021. Subsequently, the patient suffers from hip pain and stiffness as well as limited exercise. The onset of complications was (B)(6) 2021. Patient outcome: a prolonged episode of care.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported, that: the patient underwent a left hip procedure on (B)(6), 2021. Subsequently, the patient suffers from hip pain and stiffness as well as limited exercise. The onset of complications was (B)(6) 2021. Patient outcome: a prolonged episode of care. 23 mar 2022 addi medical report received.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay supplemental information. Complaint summary: a review of the device history records identified no (related) deviations or anomalies during manufacturing  no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Devices are used for treatment the reported product was reviewed for compatibility with the linked complaints with no issues noted. A review of complaint history found no additional related issues for this item and the reported part and lot combinations. Medical records were not provided. A definitive root cause could not be determined. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any additional information is discovered or received that may adjust any conclusions or data, a supplemental report will be rendered accordingly. Zimmer biomet will continue to monitor for trends.